Event description:
It was reported that the home patient (hp) experienced fungal peritonitis manifested by abdominal pain and fever coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause and treatment of peritonitis was unknown. Three days after the onset of peritonitis, the pd therapy was discontinued and the pd catheter was removed. Eight days later, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.